Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that needle breakage occurred during the suture time. Changed another one to complete surgery. There was no adverse patient outcome reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/8/2019. A manufacturing record evaluation was performed for the finished device lot and no non-conformance's were identified.